Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found. Concomitant products: yrbr2816165, implantable stent, implanted: (B)(6) 2002. Yrir16115, implantable stent, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the right atrial (ra) lead triggered an alert for measured high impedances and polarity switch. The lead was reprogrammed back to bipolar and it remains in use with continued monitoring. No patient complications have been reported as a result of this event.